Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that week weeks ago, the patient thought the implantable neurostimulator (ins) drew a lot of current for about 10 seconds because he "shook at the kitchen table". The patient checked the ins's battery level afterwards and it showed 2.86v but he was unsure what it was at before the issue occurred. Follow-up with the health care provider (hcp) indicated that the patient scheduled an appointment because he thought his dbs was not working and his dbs might have turned off. The hcp indicated that the patient has been having occasional obsessive thoughts about his battery being depleted and had one visual hallucination; the patient thought the table was moving. The patient had unrelated poor heart rate variability, very low autonomic tone at baseline and a decreased response to autonomic stimulation which the hcp stated is indicative of severe chronic autonomic dysfunction. The sympathetic system had a decrease rather than the normal increase in tone indicating (per the hcp) significant orthostasis which is unrelated to the device/therapy. The patient also had unrelated hypertension and dyslipidemia. The hcp noted that the patient experienced hypophonic speech, stooped posture, and slow gait. The patient was reprogrammed bilaterally. It was noted that patient had moderate neck torticollis with rotation of the head to the left. The hcp stated the patient was clearly more symptomatic and required a higher dose of dopamine but due to the onset of an unrelated dopamine dysregulation syndrome, treatment options were limited. The patient's amantadine medication was reduced by 1 cap daily to prevent the visual hallucinations. An impedance test was performed and resulted in normal impedances. Additional information has been requested regarding the cause, interventions, and outcome of dbs not working and turning off, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.